Event description:
(B)(4).

Event description:
It was reported the patient surface EKG (electrocardiogram) cable was not working. Multiple cables were tried, without success, and the suspected cause was the cable port. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm or reproduce the initial report, no anomalies were found. It was also noted that the audio loop tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.